Event description:
Cracked packaging.

Manufacturer narrative:
The user observed a crack in the clear casing. This unit is pending return for evaluation. Based on similar complaints of this nature, this complaint is currently believed to be caused by environmental conditions., (i.e. Temperature is extreme cold).